Event description:
Additional information received from the customer on 9/30/2024 stating the wrong serial number was provided for this record and confirming that the sn 43456407 has no issue.

Manufacturer narrative:
Additional information received on 30-sep-2024 stating that the wrong serial number for this record was provided and confirming that the sn (B)(6) has no issue. No investigation was performed, and no device was returned for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a plum 360 infusion pump where the customer reported that the device will not pass the accuracy test for channel a or b and it fails at the beginning of the test. The customer ran the test several times with the same results. The status of the product at the time of event was during preventive maintenance. There was no patient involvement and no adverse event.